Event description:
The customer reported that the t:slim x2 pump battery was not charging. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by using a non-tandem wall adapter and charging cable, and the pump began charging, and no further assistance was required.